Manufacturer narrative:
The age of the patient is not known. The returned package included one (1) 6 x 16 mm spin balloon catheter along with the guide wire. The following observations were noted: the balloon was not on the catheter when the product was received. The balloon was detached from the catheter as reported. The inner shaft was exposed and noted to have kink. The reported complaint was confirmed product analysis was also conducted on the guide wire which was unrelated to the alleged complaint. The result was as follows: the returned guide wire had a minor kink on the distal side. The guide wire was connected to the xenon light source to verify the fibers light output. The light output was transmitted and the measurement was within specifications. A review of the lot history record for the subject device did not note any anomalies.

Event description:
Acclarent was informed that during an in-office primary balloon sinuplasty procedure, the balloon catheter burst in the right frontal sinus. When the physician removed the spin device from the patient, he noticed that the balloon was missing. The physician reexamined the right frontal sinus and observed remnant of the balloon up near the frontal recess / ethmoid sinuses. A bayonet forceps was used to extract the balloon; the balloon remnant was removed successfully. A second relieva spin balloon sinuplasty system was opened to complete the procedure. There was no report of patient injury or complication.